Manufacturer narrative:
A vyaire field service representative (fsr) went onsite to evaluate the device. The fsr was informed by the customer that they believe the reported ventilator shut off issue possibly occurred as a result of spilling feeding solution on the ventilator. The fsr evaluated the device and did not find any signs of liquid intrusion and was unable to correlate event log entries as the customer did not have the exact time of the reported issue. The fsr found that the power indicator led was out so he replaced the membrane and panel overlay. The device was tested and was returned to the customer operating to manufacturer specifications.

Manufacturer narrative:
At this time, vyaire has not received the suspect device/component for evaluation. Replacement parts were ordered to the customer's facility and the customer has reported that the device has been repaired. The customer reported that the device has been placed back into use. If additional information is received then a supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator shut off while on patient. The customer stated that the screen went blank, the ventilator stopped ventilating, and there was no alarm. The patient was placed on another vela ventilator with no patient harm or injury.